Manufacturer narrative:
H3. Analysis of the ins (s/n: (B)(6) found a software security level anomaly. An ¿invalid device¿ error message appeared on the commercial a610 v4.0 dbs clinician programmer application when telemetry was attempted. The ins was found to have the security set to ¿no security¿. After updating the returned ins to ¿commercial¿ level, the ins was able to be successfully interrogated with the commercial a610 v4.0 dbs clinician programmer application. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that in preparation for implantation of the device, the manufacturer representative (rep) interrogated the implantable neurostimulator (ins) with a dbs clinician programmer - app version 4.0.1052. The programmer was unable to connect with the ins. The rep borrowed another programmer and the same issue occurred. They tried a number of times and continued to get the same message ¿invalid device -discovered device is not supported. The session will now end." The anaesthetic bay was the usual place they have for over 10 preprogrammed batteries with no issue. An alternate ins was used for implant and the device responded as expected. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.